Event description:
It was reported by service report that the scale is weighing inaccurately. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results (other) - load cell.